Event description:
Per the clinic, the patient developed an infection and skin overgrowth around the abutment. The site was reportedly drained and a skin reduction completed (date not reported). Additionally, the patient was treated with antibiotics (type, route and dosage not reported). The implanted device remains.

Manufacturer narrative:
It was reported that the patient was treated with a ten day course of levaquin, (1) 500mg tablet/day; for previously reported infection. This report is filed october 24, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.